Event description:
It was reported that patient experienced hypotension, cardiac arrest, pericardial effusion occurred. During pulse field ablation procedure for the treatment of atrial fibrillation, FARAVIEW catheter and Versacross Connect for FARADRIVE were selected for use. Following successful transseptal access using Versacross Connect for FARADRIVE under fluoroscopic and transesophageal echocardiography (TEE) guidance, ablations were completed in the left superior pulmonary vein (LSPV) and left inferior pulmonary vein (LIPV), and the physician proceeded to the right superior pulmonary vein (RSPV) for ablation. Approximately 20 minutes after completion of the standard eight energy deliveries, the patient became hypotensive. The physician observed a lack of cardiac activity on fluoroscopy. The procedure was aborted, and echocardiography confirmed the presence of a pericardial effusion. Pericardiocentesis was performed to treat the pericardial effusion. The patient was monitored for approximately 1.5 hours, during which no recurrent pericardial effusion was observed. Perforation location was not confirmed. The patient remained stable following the procedure.